Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken, crease fold and underweight. A microscopic analysis was performed which identify, sharp broken in the anterior and striated opening in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the anterior side assessed, as unidentified (tear) broken. Two striated opening in the posterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.